Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the complaint device and a photo were received at the service center and evaluated. Visual inspection of the returned photo found no observations pertaining to the nature of the reported event or any other anomaly. During the service evaluation of the actual device the following defects were identified: other damages caused by customer, outer tube damaged, needle outer tube dent(s), outer tube damaged, distal tip distal tip damaged, illumination distal tip fiber damaged, particulate, optics particulate under distal lens particulate under proximal lens, optical system, optical components distal cover glass/negative damaged cracked/scratches, cosmetic issue scratches/dents, moisture moisture in system moisture at distal end. Labeling : illegible etch, visual : deformed/bent, broken (2+ pieces) : chipped/shaved/delaminated, visual : scratched/nicked, functional : moisture/water damage. Per service report, this complaint was confirmed. The faulty parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the 4k c-mnt scp,4.0,30,167,mitek scope was cracked. It was reported that the camera was swapped out for another device and the procedure was successfully completed. During in-house engineering evaluation it was determined that the device was broken (2+ pieces): chipped/shaved/delaminated. There were no reported adverse consequences to the patient. No additional information could be provided.